Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-07270. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset), pain.

Event description:
Patient reported "collection of fluid that got infected around the implant" and "a septic pocket of fluid". Patient later reported "pain". This record is for the right side. The device has been explanted and replaced.